Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board needs to be replaced to address the issue. However, the lease term of the device has ended, so the repair has been canceled and the device will be scrapped. Confirmed the software version is 14.1.03.